Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Patient sex : requested, not provided. Weight - requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested: unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Explanted date: unknown. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in adverse event problem. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device involved was used for hemostasis after a carotid artery angioplasty (cas), however hemostasis failed. Manual compression was applied for ten minutes and was successfully achieved. However, the pulse in the peripheral vessels of the lower limbs became undetectable. There was an obstruction to the blood flow. An ultrasound was performed to diagnose the vascular insufficiency. Upon ultrasound, a vessel occlusion was observed, the anchor was found to be in the upper part of the puncture site. Surgical intervention was required. A dissection was made and the substances in the vessel were removed, surgery was completed successfully. The procedure was a multiple stick access. The patient was recovering after the event. The blood loss was less than 250cc's. Hemostasis was once successfully achieved with the device by manual compression. After the incident, surgical intervention was performed, and hemostasis was once again successfully achieved. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One 6 fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other components were returned for evaluation. The carrier tube assembly and sheath were returned mated. There was no sign of damage or deformation observed on any of the components. The device sleeve was in full rear lock position with the color bands exposed. The end of the suture appeared to be cut with a sharp object. The suture was cut below the black marker band. No other visual anomalies were noted. The device is consistent with proper deployment. The complaint could be confirmed for the alleged allegation since the patient was treated post deployment for an occlusion. No definitive conclusion can be drawn as to the cause of the event. The overall condition of the returned device appeared to be consistent with performance of all deployment steps. Over tamping of the collagen has been known to cause collagen tearing which may have led to the alleged failure that user experienced. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).